Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 40% to 25% immediately after being disconnected from a power source. Review of pump data by tandem technical support showed the pump battery depleted form 100% to 15% within 15 hours. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.